Event description:
Customer's mother reported her daughter experienced a high blood glucose of 220 mg/dl. She believes the cause was the infusion set was due for a change. Customer's mother is not completely sure. Customer was not hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.